Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the first device had loading problem as both reloads would automatically articulate to the left when loaded and it also did not fire. The other one would continuously spin when trying to load which was the outer silver sheath came loose and that was what would spin, preventing the reload from locking into place. They changed out adapter and got new reloads to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.